Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff would not inflate before use (discarded by the provider). There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One photo of the tracheostomy device was received for analysis. This photo shows a tracheostomy device that has been inflated asymmetrically. However, no device was returned for investigation. This product is 100% inspected for cuff leakage and symmetry, prior to release. Review of manufacturing device history records for the reported lot number found, no discrepancies or anomalies related to the reported issue. Based on the available information, and with no product available for hands on inspection, the investigation could not confirm, the reported issue, or attribute a root cause. No actions have been taken at this time. Trend data for this issue will be monitored, and action taken as needed.